Manufacturer narrative:
G2: the country of the event is gb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that high impedance was the device diagnosis. On (B)(6) 2025, electrodes 1, 14, and 15 were found to be out of range, and stimulation was reorganized around these electrodes. On (B)(6) 2025, further device interrogation revealed that electrodes 1, 8, 9, 12, 13, and 15 were all out of range, affecting the majority of lead two. Coverage was remapped using lead one avoiding electrode 1 and was able to cover 75% of the pain area; they were reprogrammed around out of range electrodes on (B)(6) 2025 and again on (B)(6) 2025. The event was assessed as causally related to the device or therapy and not related to the implant procedure. The issue was resolved without sequelae on (B)(6) 2025. No patient complications have been reported as a result of this event. The patient's age at consent was 49.

Event description:
Additional information was received from the health care provider of a clinical study reporting that the leads were replaced on (B)(6) 2025. Outcome was resolved without sequelae on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), explanted: (B)(6) 2025, product type lead. Product ID 977a275, serial# (B)(6), explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 ime code has been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial#(B)(6): product type lead product ID 977a275 serial# (B)(6): product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the clinical diagnosis was loss of efficacy. The etiology was updated to note that the devices that were causally related were the leads.